Event description:
During an in clinic follow up, increased capture threshold resulting in loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. Insulation damage was suspected but not confirmed. That x-ray revealed no anomalies. The rv lead was explanted and replaced to resolve. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.